Event description:
Patient presented to the physician with ongoing earaches, right-sided head pain, and facial pain. Physician brought the patient into the operating room and removed the entire inspire system.